Event description:
A full thickness burn (3rd degree) of rectangular shape and dimensions of approximately 2 x 1 cm located in the center of right malar area following lumecca 515 treatment.

Manufacturer narrative:
Based on the tests and history, there was a component failure, that caused this problem. The current board design answering to double fault condition, it is most unlikely that both q8, and q9, will go bad at the same time during operation. In a retrospective review of technical complaints there were not found any similar circumstances. Patient is healing very well. Opened CAPA (B)(4).